Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump display was frozen on the unlock screen. Customer's blood glucose was 200 mg/dl. During troubleshooting with tandem technical support, the customer was able to clear the frozen display and resume interaction with the pump touch screen.